Event description:
Pt had bladder tumor resection. Returned to or 16 days later. Plastic tip of sheath broke off inside pt. However, no one realized this had happened until pt started to have problems urinating. Physician removed sheaths 3 mos later.